Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 3958 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("two coils were appreciated upon removal") in a 43 year-old female patient who had essure inserted (lot no: 629300) for female sterilisation. The patient had a medical history of parity 3, multi gravida, surgery (appendectomy (sdmc) 2015. Cesarean section (x 1) 2009 essure (implant into the ovary for birth control, possibly causing all the menstrual discomforts) 2009. Eye surgery bilateral (laser eye ) 14 yrs ago) and obesity. Previously administered products included: levonorgestrel. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3789 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy. Dilation and curettage hysteroscopic polypectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.056 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: hysterosalpingogram: post essure. Procedure a speculum was introduced and the cervix was cleansed with a betadine preparation. A small plastic catheter was introduced and the balloon was inflated. Nonionic contrast medium was injected and multiple spot films were exposed. Findings: the scout film reveals the presence of the essure catheters bilaterally. Contrast was injected and the uterine cavity filled normally. There was no opacification of the uterine tubes. The contrast did fill the cornu bilaterally. Conclusion: satisfactory occlusion of the fallopian tubes bilaterally. Otherwise, normal examination. [Laparoscopy] on (B)(6) 2019: the liasgure device was used to partially transect the fallopian tube. The essure device was visualized, grasped with the laparoscopic maryland and removed. Two coils were appreciated upon remove. The same was repeated on the right side. Although both essure devices appeared to removed entirely, upon inspection of the one removed from the right appeared somewhat shorter. [Ultrasound scan vagina] on (B)(6) 2019: tvus with uterus measuring 11x5.5x6.9cm and subserosal fibroid measuring 2.9x1.9x2.5cm. Ems 12mm. Plan for diagnostic hysteroscopy, possible hysteroscopic myomectomy, levonorgestrel iud insertion, laparoscopic essure removal, bilateral salpingectomy. Findings: 1. Exam under anesthesia: enlarged, mobile uterus, anteverted 2. Hysteroscopy: large endometrial polyp measuring at least 2cm, filling the cavity, normal uterine contour, bilateral ostia appreciated. Could not see essure devices bilaterally 3. Laparoscopy: normal appearing uterus with small 1.5cm posterior subserosal fibroid, bilateral fallopian tubes with paratubal cysts, normal bilateral ovaries, liver. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage (10012575). The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated .event device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("two coils were appreciated upon removal") in a 43 year-old female patient who had essure inserted (lot no. 629300) for female sterilisation. The patient had a medical history of parity 3, multi gravida, surgery (¿ appendectomy (sdmc)-2015. ¿ cesarean section (x 1) 2009. ¿ essure (implant into the ovary for birth control, possibly causing all the menstrual discomforts)2009. ¿ eye surgery bilateral (laser eye ) 14 yrs ago.) And obesity. Previously administered products included: levonorgestrel. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3789 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy.dilation and curettage hysteroscopic polypectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.056 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: hysterosalpingogram: post essure. Procedure a speculum was introduced and the cervix was cleansed with a betadine preparation. A small plastic catheter was introduced and the balloon was inflated. Nonionic contrast medium was injected and multiple spot films were exposed. Findings: the scout film reveals the presence of the essure catheters bilaterally. Contrast was injected and the uterine cavity filled normally. There was no opacification of the uterine tubes. The contrast did fill the cornu bilaterally. Conclusion: satisfactory occlusion of the fallopian tubes bilaterally. Otherwise, normal examination. [Laparoscopy] on (B)(6) 2019: the liasgure device was used to partially transect the fallopian tube. The essure device was visualized, grasped with the laparoscopic maryland and removed. Two coils were appreciated upon remove. The same was repeated on the right side. Although both essure devices appeared to removed entirely, upon inspection of the the one removed from the right appeared somewhat shorter. [Ultrasound scan vagina] on (B)(6) 2019: tvus with uterus measuring 11x5.5x6.9cm and subserosal fibroid measuring 2.9x1.9x2.5cm. Ems 12mm. Plan for diagnostic hysteroscopy, possible hysteroscopic myomectomy, levonorgestrel iud insertion, laparoscopic essure removal, bilateral salpingectomy. Findings: 1. Exam under anesthesia: enlarged, mobile uterus, anteverted. 2. Hysteroscopy: large endometrial polyp measuring at least 2cm, filling the cavity, normal uterine contour, bilateral ostia appreciated. Could not see essure devices bilaterally. 3. Laparoscopy: normal appearing uterus with small 1.5cm posterior subserosal fibroid, bilateral fallopian tubes with paratubal cysts, normal bilateral ovaries, liver. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage (10012575) lot number:629300. Manufacture date: 2009-05. Expiration date: 2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, she underwent a surgical medical device removal (seriousness criterion intervention required).the event outcome is unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.